Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. This investigation will be updated should further information be provided.

Event description:
It was reported that during that attempted implant of this right atrial lead, high out of range pacing impedance measurements were exhibited and unresolved via lead repositioning. For this reason, the lead was removed and replaced without adverse patient effects. The attempted implant lead is expected to be returned for laboratory analysis.